Event description:
It was reported that there was noise on the atrial and ventricular electrogram (egm). No out of range impedances or thresholds were noted. It was further reported that a chest x-ray showed an acute pinch in both leads near the header block and intermittent oversensing was observed when the patient's arm was lifted. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No sensing anomalies were found. Five non-sustained tachy events logged between (B)(4) 2010, but none were less than 220 ms. Lowest was 350 ms. Average of zero ventricular short interval counts (v-sic) per day before (B)(4)-2008 rose to an average of 10.2 v-sics per day between (B)(4)-2008 and (B)(4)-2010. An elevated v-sic count can be indicative of noise.